Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the service representative reported the printed circuit board input of the arterial monitor was broken. The representative replaced the temperature pressure circuit board assembly to resolve the issue. The assembly was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.